Manufacturer narrative:
We received one empty and used pump for evaluation and investigation. The pump was filled with saline solution to its nominal fill volume of 400ml for a flow rate performance test. The average flow rate was found to be 4.84 ml/hr, within the nominal range (4.25 - 5.75 ml/hr). The average infusion time was 82.64 hours, within the nominal range (69.57 - 94.12 hours nominal range). The bolus device operation was tested and the reported malfunction ("stuck bolus button") could not be replicated. In a published report, continuous peripheral nerve blocks in hospital wards after orthopedic surgery - a multi-center prospective analysis of the quality of postoperative analgesia and complications in 1,416 patients (anesthesiology 2005; 103:1035-45), side effects and risk factors for complications with continuous interscalene blocks, in regards to technical difficulties, were observed between 9% and 44%. The overall incidence of these neurologic adverse events in the study was 6.6% in the first ten days after continuous interscalene block. The study also reported that out of the 256 patients within the study that had interscalene block, two (2) patients presented with acute respiratory failure and two (2) patients with laryngeal and recurrent laryngeal nerve paralysis. The study stated that the two (2) patients complicated by respiratory insufficiency (lower lobe collapse) were not surprising, as ipsilateral diaphragmatic paralysis is constant during interscalene blocks and persists throughout the infusion of local anesthetics. In addition, respiratory impairment observed during interscalene blocks have led to urgent rehospitalization in some cases. In conclusion, the adverse events reported (shortness of breath and hoarseness) in this incident are not surprising, according to literature. Side effects and risk factors with interscalene blocks are well documented relative to the inherency of them. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report as required.

Event description:
One (1) day post right shoulder mumford procedure, performed in 2007, the patient reportedly experienced shortness of breath and hoarseness. The pump was reported as infusing/emptying earlier than expected; the bolus button on this particular pump model was reported as becoming stuck in the down position, which was the suspected malfunction that caused the fast infusion. The doctor involved in this incident reported the patient as doing well.